Event description:
It was reported that the drill and attachments overheated. Lubrication was performed/applied as indicated in the user's manual. There was no reported injury as a result of this event.

Manufacturer narrative:
The devices were returned and evaluated by the quality engineering team. As received condition: received indigo motor and straight and angled attachments for evaluation by the engineering group. The condition of the devices showed no significant physical damages. Equipment used: test ipc console (provided by s<(>&<)>r). Observations: the indigo motor was connected to the ipc and run at default speed with the straight and angled attachments. The handpiece functioned and sounded normal. The motor passed the temperature test at 1 min not exceeding 118.4°f. The attachments temperatures measured 85°f and 90°f; no fault was found with either of the attachments. The underlying cause cannot be determined based solely on the evaluation results. Methods ¿ actual device evaluated; mechanical evaluation; thermal energy evaluation; visual inspection. Results ¿ wear problem. Conclusion ¿ device repaired and returned.

Manufacturer narrative:
Concomitant. (B)(4) (attachment, indigo otology straight); manufacture date ¿ february 27, 2012; serial number - (B)(4); lot ¿ 205834321; 510k - k081475 1845020 (attachment, indigo otology angled); manufacture date ¿ february 27, 2012; serial number - (B)(4); lot - 205826895; 510k - k081475. (B)(4). The devices have been received. However, the product analysis has not yet been completed. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.